Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. (B)(4). Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. Therapy dates unknonwn. (B)(4): it was reported a revision surgery was required due to helical blade cut-out. The devices were explanted, and the patient was revised to a total hip. Device history records was conducted. The report indicates that the: DHR review request, 04.038.305s 7900182. Part mfg. Date: 18 february 2015, part exp. Date: 2025-01-31. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 105mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on may 17, 2016, a revision surgery was performed due to a helical blade cut-out. On an unknown date the trochanteric fixation nail advanced (tfna), helical blade, and two unknown 5.0 distal locking screws were implanted. Postoperatively, at a follow up visit, an unknown number of x-rays were taken which revealed the helical blade cut-out of the proximal portion of the femoral head. All devices were explanted intact successfully and the patient was revised to competitors total hip. There was no surgical delay reported. The procedure was completed successfully. This complaint involves one (1) part. Concomitant medical device reported: nail (part # 04.037.158s, lot # 9973326, quantity 1) and unknown 5.0 distal locking screws (part # unknown, lot # unknown, quantity 2). This report is 1 of 1 for (B)(4).